Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI) scan. Upon completion of the MRI and reprogramming out of MRI mode, the implantable cardioverter defibrillator exhibited false elective replacement indicator. No intervention was performed. The patient was discharged.

Event description:
New information received on 24 dec 2020 indicated that remote transmission 48 hours post MRI indicated that the fuel gauge indicated values similar to values prior to the MRI scan.